Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced prime/fill anomaly, and unexpected battery power loss. The customer reported blood glucose value of 60 mg/dl. The customer reported hypoglycemia, malaise treated with glucose/carb intake, no treatment. The event involved product(s) mmt-1884, unomedical, and mmt-342. Troubleshooting was performed. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. Product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-342.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test, rewind test, prime/seating, basic occlusion test, force sensor test, occlusion test and active current measurement test. The pump failed the sleep current measurement test due to moisture damage on electronic assembly and motor. The pump was monitored and no unexpected power loss noted during testing. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is not within specs. Customer did not experience an unexpected power loss of less than 7 days due to no records of low battery alert fault 104 in the pump history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, motor and vibrator assembly noted. In summary, customer alleged battery power loss confirmed. Pump error 37 was found in history file on 12/25/2024 11:50:17.000 noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.